Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm error alarm due to erased history file. Unable to perform no delivery test due to motor error alarm.

Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 300 mg/dl. Customer stated that his insulin pump was alarming motor error prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.